Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by two physicians from (B)(6) of sterile peritonitis and fatigue in a patient coincident with extraneal viaflex and physioneal 40, unknown bag therapies for peritoneal dialysis (pd) via continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced sterile peritonitis manifested by cloudy effluent and abdominal pain. And fatigue. On that same date, the patient began remedial therapy with maxipime (2 g, daily, ip). On (B)(6) 2011 gentamycin (dose not reported, daily, ip) was added to the remedial therapy regimen. On (B)(6) 2011, remedial therapies were discontinued. At the time of this report, extraneal viaflex and physioneal 40, unknown bag therapies were ongoing and the events of sterile peritonitis and fatigue were resolving. The physicians were unable to assess if the events of sterile peritonitis and fatigue were related to extraneal viaflex and physioneal 40, unknown bag therapies.